Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient was diagnosed with bowel cancer around early (B)(6) 2014. The surgeon recommended that the patient undergo bowel surgery to remove the tumor and anastomose the bowel. On (B)(6) 2015, the cancerous tumor was resected and the anastomosis was attempted using a manual handle. On (B)(6) 2015, the patient became ill and was treated for low blood pressure. The patient was taken back to the operating room for exploratory surgery that same day. During this surgery, it was determined that an anastomotic failure had occurred, resulting in pelvic and intra-abdominal sepsis. Surgeons irrigated the abdomen and pelvis and performed intraoperative colonic lavage to attempt to wash out as much stool from the colon as possible and left a large pelvic drain in place. No attempt was made during the (B)(6) 2015 surgery to reconstruct the anastomsis with the stapler. The patient was observed in ICU between (B)(6) 2015 and around (B)(6) 2015, a further surgery was completed. At this time a permanent colostomy using the proximal end of the previous anastomosed bowel was constructed. Due to the aforesaid injury and development of pelvic and intra-abdominal sepsis, the patient was required to be hospitalized around (B)(6) 2015.